Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. On (B)(6)2017, the patient lost control before they could sit down. It was noted this was a sudden change in therapy/symptoms. The patient was feeling stimulation and felt they were getting 50% benefit from the therapy and was going to increase stimulation to try to increase benefit. The patient was redirected to follow-up with their healthcare provider (hcp) to discuss program changes as needed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had a urinary tract infection (uti), which led to the loss of control before they could sit down.